Event description:
The generator was received on 10/26/2016. Analysis is underway, but hasn't been completed to date.

Event description:
Analysis was performed on the returned generator. The pulse generator (at a distance of one and one-quarter inches (spacer block) from the programming wand) was interrogated at multiple orientations adjacent to the programming wand. The pulse generator interrogated at all orientations. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage was measured to be 3.005 volts. The final electrical test, shows an ifi=no condition. The data in the memory locations revealed that 0.967% of the battery had been consumed. There were no performance or any other type of adverse condition found with the pulse generator.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the patient was having an new generator implanted. During implant surgery, the first generator that was to be implanted was able to be communicated with before being placed in the patient. However, after it was placed the physician was unable to communicate with the generator. The physician then took the first generator out of the patient. Different tablets and different programming wands were used, and the generator was still unable to be communicated with. The physician then opened a second generator of the same model and was able to communicate with it. The second generator was successfully implanted in the patient with no negative effects. A company representative was asked if electrocautery was used during the surgery. The representative said the physician was very careful about using electrocautery and does not think it was used. A review of device history records for the suspect generator shows that no unresolved non-conformances were found. The suspect device has not been received to date.